Manufacturer narrative:
The investigation for the purge leak and the high purge pressure has been completed. The cause of the high purge pressure was most likely biomaterial since tpa in the purge resolved the issue. The cause of the pump purge leak was a leak from the sidearm but the exact location of the leak was unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 44yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that high purge pressures occurred during support. Tissue plasminogen activator (tpa) was added to the purge fluid and pressure normalized. The following day, a leak was found at the pump's side arm, prompting a purge system bypass configuration. There was no patient harm reported.